Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection and their implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.